Manufacturer narrative:
No samples available for examination. A review of our records indicate that this is the first reported incident on the returned lot number. Based on the limited information provided, we are unable to concluded if the reported incident occurred as a result of a device malfunction or user error. Investigations are currently ongoing to identify the potential sources contributing to this condition in the syringe manufacture and assembly processes. A review of our complaint database shows that no other incidents have been recorded for this condition and lot number. Analysis of complaint data over the past two years reveal that this type of incident occurs at a chronic low level (0.025/mm) in relation to the total volume of syringes produced.

Event description:
An aseptic department within nhs lothian received complaints from their oncology ward that the syringe containing vincristine 1mg/10ml was leaking and creating a hazard. The dose was re-dispensed, but they have had a further three leaky syringes. The leak appears to be from the rubber bung and the complaints have only been with chemotherapy.